Event description:
It was reported the pt is having pain at her ipg site. The pt stated the pain is present whether the stimulation is on or off, but it seems worse with the stimulation on. The pt is pending a follow-up with an sjm representative and her physician to evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.